Event description:
It was reported a spectrum pump failed to properly detect an upstream occlusion during testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). Upon further discussion with this customer, the pump was now consistently properly detecting upstream occlusions. The customer reported the device will not be returned to baxter for evaluation. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.